Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the 'up', 'down' and 'ok' buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2015 with the following findings: during testing, all the keypad buttons were under-responsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the cartridge compartment was cracked. Additionally, the display was dim and discolored. Unrelated to the complaint, evidence of rust/corrosion was found in the battery compartment. The pump failed a leak test due a leak near the top right corner of the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.